Event description:
On (B)(6) 2005, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2010, the pt was treated for a proximal type I endoleak using two cook thoracic grafts. The endoleak was resolved and the pt tolerated the procedure. On (B)(6) 2012, a computed tomography angiogram revealed that the aneurysm measured 9cm and had approx 2cm of aneurysm growth. No leak was identified. No treatment plan has been scheduled at this time.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.